Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower system door latch was malfunctioned. The customer reported that keeps failing before the they can even get the meds out. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that at the station, there was no failure icon or anything to recover. The field service engineer asked customers to log in and inventory the medication in door 4 and then logged in and went to the desktop and logged into hardware test application and tested all 4 doors, concentrating most open on door 4. A field service engineer rebooted the medstation and allowed the application to come back up to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.